Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure the balloon leaked from the luer lock. It was reported that the procedure was completed with the same syringe and another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The results of the investigation of the returned device showed that the catheter had a crack in it.

Manufacturer narrative:
Patient weight is unknown. The failure revealed by investigation results of catheter cracked. Investigation results. Evaluation of complaint device was performed. Visual inspection revealed that the catheter had a crack in it. The catheter was found to be kinked at the point of the crack. The alliance inflation system was attached to the balloon hub and the balloon was inflated. No leakage was noted at the hub and the original complaint was not confirmed. However, leakage did occur through the crack in the catheter. The root cause for the reported event is operational context. This failure occurs due to anatomical or procedural factors encountered during the procedure that limit the performance of the device (e.g. Tortuous anatomy or catheter caught on scope elevator). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.